Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested 10/27/2011, 10/31/2011 and 11/11/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery he noted glistenings for some of his pts. He reported that two particular models of iol are involved. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second model iol.